Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A low profile abutment healing cap (lpchc), certain® low profile 17° abutment 4.1mm(d) x 2mm(h) (ilpac4217) and a certain® low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc341u) were returned for investigation. Visual inspection of the as returned products identified fractures. Device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item numbers were conducted for the (lpchc, ilpac4217 and ilpc341u) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Based on the investigation results, it was determined that the ilpc341u is not fractured, therefore this event has been reassessed as not reporable. The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported fracture of the screw of ilpc341u during the placement of the provisional abutment.